Manufacturer narrative:
Age at time of event: about (B)(6) years old.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the common iliac vein. After deploying a stent, a 18-4/5.8/75 xxl esophageal balloon catheter was advanced for post-dilatation. However, during inflation at 5 atmospheres, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.